Event description:
It was reported that during an attempted implant, poor sensing was observed. The device was not implanted and was replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported sensing anomaly could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the field event could not be determined.